Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010 to report that her son experienced a total of four failed sensors, the first of which she initially reported in a previous call to dexcom technical support. For the three additional failed sensors reported on (B)(6) 2010, pt's mother indicated that each failed approx three days after insertion. Pt's mother reported that, upon removing the sensors, she noticed the wires were shorter than normal but reported that there were no visible sensor wires protruding from the pt's skin. No medical intervention was required, and pt's mother believed that pt experienced no discomfort at the insertion site. This is MDR 1 of 3 for the complaint. See MDR #3004753838-2011-00002 and #3004753838-2011-00003 for reports 2 and 3 of 3, respectively.